Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 38 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer treated with glucose tablets and carbohydrates. Customer's blood glucose level was 198 mg/dl. Customer was using auto mode feature at the time of incident. Customer did received a change sensor alert and calibration not accepted alarm. Insulin pump will not be returned for analysis.